Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor reading vision. Six months later, the iol was exchanged for another iol. The clinical reason documented for the exchange was that the patient needed a higher add/ anisometropia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the physician, who reported that the reason the iol was exchanged was that the reading added provided by the initial iol was not strong enough. The patient vision was better with the initial lens but the patient was happier with the replacement lens model.